Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was successfully implanted in a patient during a stent insertion procedure in the bile duct performed on an unknown date. This complaint is being reported to address the second procedure involving this scope. On (B)(6) 2021, a stent placement procedure was performed in a different patient. During the procedure, it was noticed that the orange sleeve barb of the previously used flexima plus biliary stent was stuck in the endoscope channel. The stucked stent barb was pushed and fell off inside the patient. The stent barb piece was retrieved with the use of snare and the procedure was successfully completed. There were no patient complications reported as a result of this event.